Event description:
Reporter rec'd the er1 message, retested and obtained a normal blood glucose result. Reporter states her blood glucose levels jump around a lot and so she is closely watched by her dr. Reporter does not take insulin according to the meter result, only what the dr advises.